Event description:
Consumer reported complaint for low blood glucose test results, error message (e-4) and bad beeps. At the time of the call the customer reported feeling confused and nervous. Customer stated that yesterday she got a result of 34 mg/dl am fasting; customer stated she wasn't feeling well and so she had taken something (did not specify if medication or food). No medical attention as a result was reported. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 07/19/2025 and open vial date is 3 weeks ago. Customer stated that she was going to go to fire rescue to check her blood sugar.

Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event is being submitted due to customer going to kroger pharmacy to have her blood glucose tested due to being unable to obtain a blood glucose test result due to e-4 error code/bad beeps. Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Most likely underlying root cause: mlc-134: user has low glucose value. Note: manufacturer contacted customer in a follow-up call on 01-aug-2024 to ensure the customer's condition had improved - able to establish contact with customer who stated her condition had improved and she did not currently have any diabetic symptoms. Customer stated that she had gone kroger's to check her blood sugar; customer stated that her blood sugar had been 98 mg/dl fasting. Customer stated that she had gone back home, ate and took her ozempic. Note 2: manufacturer contacted customer in a follow-up call on 15-aug-2024 to ensure the replacement products resolved the initial concern -able to establish contact with customer who stated they are comfortable with the new replacement products.